Event description:
It was observed that during the device evaluation, the product device exhibited black dead pixel showing on image and kinks and small cut on cable. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: black dead pixel showing on image due to faulty charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.